Event description:
Due to an engineering design flaw, and poor manufacturing quality control, the "turn stops" falls out of the nova knee cruiser, the "turn stops" are cylinder shaped pieces of metal that limit the steering wheels from turning too far, and creating an extremely unstable condition. The "turn stops" are currently manufactured friction fit in place. These nova knee cruisers need to be recalled, and have the "turn stops" welded in place. My knee cruiser went into the unstable condition causing me to fall. Incident date: (B)(6) 2013. X-rays at doctor's office. Injury: foot, break, fracture, bruising, scratches. Purchased from (store name or internet site: (B)(6) medical equipment; retailer location (state): (B)(6). Rental date: (B)(6) 2013. The product was damaged before the incident: damage due to design flaw and the usual poor chinese manufacturing quality control.